Manufacturer narrative:
(B)(4).

Event description:
It was reported that the event was urinary tract infection. New illness, injury was noted. Interventions included amoxicillin 500mg 1tab tid for 5 days. Patient outcome was resolved without sequelae, resolved date: (B)(6) 2011. It was also reported that signs and symptoms included issues of frequent urination, burning or painful urination.